Manufacturer narrative:
The pump was received with broken battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, and minor scratches on display window noted. The pump was received with the reservoir glued into the pump. The displacement test was unable to be performed due to reservoir anomaly.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the pump was dropped and the reservoir rest broke off and the customer glued it back onto the pump. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would have to be replaced and returned for analysis. The customer was advised not to glue broken pieces back onto the pump.